Event description:
It was reported "system error 8". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of "system error 8" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "system error 8". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4).